Event description:
It was reported that while a patient was being transported from the house to the ambulance, the cot was tipped resulting in the patient falling and hitting the ground causing injury to the patients head. It is unknown at this time if the patient required any medical intervention as a result of the event.

Event description:
It was reported that while a patient was being transported from the house to the ambulance, the cot was tipped resulting in the patient falling and hitting the ground causing injury to the patients head. It is unknown at this time if the patient required any medical intervention as a result of the event.

Manufacturer narrative:
It was reported that the cot was tipped over with a patient on it where the patient hit the ground which caused an injury to the back of the patients head. It was also provided that the emt stated that the cot hit the curb when it tipped over. The emts were able to get the patient back on the cot and loaded and transported where the patient was then allegedly discharged only 30 minutes later with no further report of issues. A likely cause for this event was operator error and not related to a malfunction. The customer has refused to provide any further details regarding the event.